Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. The study coordinator did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The sensor ((B)(4) lot number 5193929), being used with the transmitter at the time of event was returned for evaluation on (B)(6) 2015. The sensor was visually inspected and an no defects were found. Due to the complaint transmitter device not being returned, investigation could not be completed and the reported event of an out of range issue could not be confirmed.

Manufacturer narrative:
(B)(4).